Manufacturer narrative:
Additional information has been provided and the following fields have been updated. D.10 device available for evalution?yes d.10. Device returned on 13 jun 2023 h.6. Investigation summary: bd received a partial shelf pack of samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield failure. The following information was provided by the initial reporter: customer problem: customer reports that safety shield would not engage for cat 368607. Per customer, they tried to close safety and it would not go over the needle. Was engaging safety by pushing on a surface, and the needle just curved under the pressure, but safety would not engage. Per customer, no photo was taken of the safety that could not be engaged due to not wanting to leave an exposed needle out.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was a safety shield failure. The following information was provided by the initial reporter: customer problem: customer reports that safety shield would not engage for cat 368607. Per customer, they tried to close safety and it would not go over the needle. Was engaging safety by pushing on a surface, and the needle just curved under the pressure, but safety would not engage. Per customer, no photo was taken of the safety that could not be engaged due to not wanting to leave an exposed needle out.